Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during dwell three of four of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was revealed that the patient had not connected the lines tightly enough to the heater bag which resulted in the disconnection of the heater bag. The technical service representative assisted the patient to end therapy and to remove the cassette. The patient indicated they would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.